Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28apr2020.

Event description:
The customer reported battery indicator flashing. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported battery issue. The manufacturer¿s field service engineer (fse) replaced the battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.